Event description:
The pt has an scs system for off-label use. It was reported the pt is no longer receiving adequate coverage. An impedance check was performed and revealed high impedance on a few contacts. Reprogramming attempts were unsuccessful. X-rays were taken and the lead was found to be fractured. The pt is scheduled to undergo surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.